Event description:
It was reported by the aci sales professional that a (B)(6) male patient (B)(6) has a history of prior catheterization underwent an elective diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery with a 6f cordis sheath in a retrograde approach. It was reported that there were no sheath exchanges during the case and an ipsilaterial venous sheath was also put in place. Prior to the procedure, the patient's blood pressure was reported to be 134/91 mmhg. There was no report of a pre-procedure femoral angiogram to assess the suitability of closure but it was stated that the artery size was estimated to be 6 mm. Following the procedure, the physician who is a trained user of the mynx, selected the mynx with grip technology for femoral arterial closure. It was reported that after the physician pulled the balloon to abut the arteriotomy, he attempted to retract the shuttle back to the handle. However, the physician could not retract the shuttle. The physician deflated the balloon, removed the device and held an additional 15 minutes of manual compression at the access site. Hemostasis was successfully achieved. After 6 hours, the patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1128602) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.